Event description:
During an unrelated procedure, increased capture threshold was observed on the right ventricular (rv) and right atrial (ra) leads. The physician resolved the event by explanting and replacing the ra and rv leads during the unrelated procedure. Following explant, insulation damage was observed on the rv and ra leads. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-16849.

Manufacturer narrative:
Additional information: the reported events were insulation damage and unacceptable threshold. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination found an external insulation abrasion breaching the optim sheath with intact silicone insulation proximal to suture tie impression. The cause of insulation damage was due to the external insulation abrasion which is consistent with friction to the device can. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.